Event description:
A malfunction was reported on the customer's pump, which had occurred at least three times previously. The blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact on the customer's blood glucose level. Technical support resolved the issue by sending a replacement pump with updated software and provided instructions for the customer to store and return the problematic pump. The customer was informed about the backup therapy and was advised on steps to take upon receiving the replacement.